Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was not performed as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, when the doctor pulled the device back it all came out. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
The device was returned and section was updated accordingly. The lot number was also received and section was also updated. The completed engineering report will be submitted within 30 days upon receipt. During use of a 5f mynxgrip device for vascular closure (vcd), when the doctor pulled the device back it all came out. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle with stopcock open, and the sealant and advancer tube were observed to have been remained inside the outer cartridge tubing as received. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that the balloon¿s distal tip of the returned device was inverted, and it was also revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase and that excessive tension was applied on the device during pullback which may have contributed to the reported failure. A product history record (phr) review of lot f1634801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in the reported failure during the procedure. Additionally, the event could also be attributed to excessive force applied during pullback as evidenced by the inverted distal tip. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note updates to sections to the lot number supplied in the previous report. No further information is available and no further reports will be forthcoming.